Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement vs. Continued monitoring was discussed. The pacemaker remains in service and no adverse patient effects were reported.